Event description:
An optometrist reported a patient was treated and recovered from infection and ulceration associated with use of lens care solution found to be positive for pseudomonas. Follow up info received 20 may 2010 from treating eye care professional. Large corneal ulcer, left eye, visual acuity 0.3, diagnosed (B)(6) 2010. Culture performed. Aggressive topical antibiotic tx prescribed and a bandage contact lens placed on eye. Regularly followed with bcva 1.5- right eye, 0.9+ and large scar left eye at (B)(6) 2010 visit. Emergency visit (B)(6) 2010 due to severe discomfort right eye. Small staining ulcer below visual axis diagnosed. Patient reported not changing contact lens solution since left eye ulcer event. Right eye culture performed and lens care solution sent for testing. Topical antibiotic tx prescribed with regular follow up. Lab results confirmed pseudomonas aeruginosa contamination in the contact lens solution. On (B)(6) 2010 visit - both corneas healed, small scar right eye and large scar left eye. Bcva 1.5- right eye, 0.9+ left eye. Advised to continue meds, no contact lens wear, follow up in one month. No further details have been provided.

Manufacturer narrative:
This case is considered as a infectious corneal ulcers. As there was no product returned or lot information provided, no detailed investigation can be performed. (B)(4).